Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that after implantation, during ward adjustment, telemetry was performed with the controller, and por occurred. No impact on treatment because this occurred prior to setup before treatment started. It is highly possible that electrocautery was used during the operation, but it is unknown whether electrocautery was used after impedance measurement after ipg connection with the lead. Tests to feel the electromagnetic waves were not conducted until communication with the controller was performed again in the ward after the operation. An implantation operation was performed in the morning; por was confirmed when the controller was reconnected at the ward around 14:00. After that, the error was cleared using the controller, and no special measures were taken except to restore the power. The issue was resolved at the time of the report

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported they received an inquiry about the occurrence of por with interstim ii. Again, his patient had interstim ii implant procedure which was performed in the morning, and in the afternoon when a medical staff attempted to interrogate ins, por was displayed on the controller. During implant procedure electric scalpel was used however, after impedance measurement during implant procedure there has been no exposure to emi.